Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: products were not returned or pictures provided so visual and dimensional evaluations could not be performed. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. The device is used for treatment. The reported product was reviewed for compatibility with no issues noted. The complaint history review for item154600 did not identify any similar complaints. The complaint history review for item154719 identified one (1) similar complaint. The complaint history review for item159572 did not identify any similar complaints. Medical records/radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review did not identify any issues. The definitive root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00202-1, 3002806535-2022-00203-1. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: there was a revision due to loosening. Patient outcome: revision. No delay.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: the client has indicated that the product will not be returned to zimmer biomet for an investigation. The product has been discarded. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00202 and 3002806535-2022-00203. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: there was a revision due to loosening. Patient outcome: revision. No delay.